Event description:
It was reported that the monofocal intraocular lens (iol) was found to be cracked which was noticed on insertion of the iol into a patient's right eye. The fully inserted lens was removed and replaced with another lens of the same diopter. The incision was enlarged, but no delay in procedure reported and no medical or surgical interventions were necessary. It was noted that the lens was not stuck in the cartridge. The issue did not affect patient's daily activities. The patient fully recovered from the procedure and no complications were reported. The product was discarded after use. No other information was provided.

Manufacturer narrative:
Section a6: race: unknown, information was requested but not provided. The patient refused to disclose this information. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h6: health effect - impact code: 4625 - additional surgery (incision enlargement). Section h6- health effect - clinical code 4581: no code available (incision enlargement). Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the device was discarded). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. An attempt was made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.